Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the left ventricular lead lead was attempted to be implanted, but it was unable to capture. The lead was not used and a single chamber device was implanted instead. The patient was in stable condition.